Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 80 mg/dl. Customer stated that while he was hospitalized his blood glucose dropped to 20 mg/dl and went into coma. Customer stated that his insulin pump was malfunctioning because it was constantly alarming calibration error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.